Event description:
It was reported that the patient faced bent cannula event and the introducer needle was ahead of the cannula prior to insertion on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 360 mg/dl and was treated via correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.